Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique is confirmed because the nurse reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. The assignable root cause is breach of aseptic technique. A batch review was performed for potentially associated lots (B)(4). No defects or deviations were found during the batch reviews that could be associated with the reported problem. A label review was performed. The patient at-home guide states, "follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection." Additionally, the direction sheet basic minicap with povidone-iodine solution, provided with the product, states "use aseptic technique." For this reason existing product labeling is judged adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a consumer report with supplemental information by a nurse from (B)(6) of fatal peritonitis/complications with peritonitis, fatal sepsis, and fatal infection in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On an unreported date, the patient experienced peritonitis/complications with peritonitis and was hospitalized on (B)(6) 2011 for peritonitis. On (B)(6) 2011, the pd catheter was removed. On (B)(6) 2011, the patient died. The cause of death was peritonitis /complications with peritonitis, sepsis, and infection (onsets dates were not reported). Treatment included antibiotics (unspecified). It was not reported if an autopsy was performed. On an unreported date, dianeal therapy was withdrawn and the patient was placed on hemodialysis (hd). On (B)(6) 2011 product surveillance contacted the peritoneal dialysis (pd) nurse (rn). The nurse reported clinical information regarding the death of the patient. The pd rn reported that the patient had a carpel tunnel surgery approximately a week before the diagnosis of peritonitis was made. The nurse stated both her and the patient's daughter believe the peritonitis was caused by a break in aseptic technique due to difficulties in pd therapy related to limitations of using her hand from her carpel tunnel surgery. The patient was hospitalized and treated with (intraperitoneally) ip and IV (intravenous) antibiotics for the peritonitis. The patient was also switched to hemodialysis while hospitalized. The pd rn reported the patient's peritonitis never resolved and finally the patient died while in the hospital due to the peritonitis.